Event description:
The customer reported to the philips response center (rc) that the device has error 10000 and 00020. These error codes are accompanied by a message to cycle power and the device halts operation. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.